Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. No blood glucose reading was reported. Troubleshooting was performed. Reviewed the basal rates, bolus history, time, and date and they were correct. The alarm history revealed low reservoir alarms. Ran a self-test and passed. Performed a fixed prime test and the insulin exited. No further info was provided.